Event description:
It was reported a patient underwent an unknown procedure in 2023 and suture was used. Problems with threads and the needle pulled off from its thread during procedure in the operating room. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Were there any patient consequences? - no patient consequence. - use of another device from the same box to complete the procedure. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify. Please provide the lot number. Please perform and document the follow-up attempt for product return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2024. H6 component code: g07002 no device problem found a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, one detached needle and one needle suture that pertained to product code f1811. This product code is double-armed. During the visual inspection of the detached needle, the swage and attachment area was noted with a light swage. The barrel hole was examined under magnification for suture remnant, and none was observed. In the inspection of the needle suture, the swage and attachment area were noted as expected. The suture was examined and there isn¿t sufficient impression at the insertion mark in the extreme of the suture. In addition, the functional test was performed using instron equipment and the pull force result was below the minimum requirements. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, thirty unopened samples that pertain to the product code f1811. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.